Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that the patient will be further monitored.